Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was around 140 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer mentioned that there was fluid under the lcd screen of the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with operating currents within specification. No unexpected battery out limit alarms noted. The insulin pump alarmed motor error during basic occlusion test due to slightly loose drive support disk. The insulin pump was unable to confirm prime alarms due to motor error alarms. The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump had traces of moisture were noted at electronic per visual inspection. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads, minor scratched lcd window and broken belt clip slot.